Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pneumonectomy, the pulmonary vein was lacerated by possible surgical stapler misfire or vein avulsed due to the chronically inflamed and friable tissue. The surgeon had to repair and performed emergency cardiopulmonary bypass intraoperatively.